Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The cause of the difficult to remove is confirmed. The lot history record (lhr) for this product could not be reviewed a query of the complaint handling database for the reported device could not be conducted because the lot number was not reported. Based on the information provided, the investigation determined the reported difficult to remove was due to case circumstances. In this case, the clearance between the guide wire lumen of the bdc and the guide wire was reduced causing the devices to become stuck together. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device the nc trek device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery. A 4.5x20mm nc trek rx balloon dilatation catheter (bdc) was prepared per instructions for use and with a 50/50 ratio contrast for post-dilatation. The bdc was inflated two times at 14 atmospheres; however, it was noted that the balloon did not deflate after the second inflation. A negative was held for 10 seconds, but the balloon only partially deflated. The bdc became caught on the non-abbott guide wire. All devices were removed as a unit. The procedure was successfully completed with an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information received indicating that the guide wire that became caught in the bdc was an abbott vascular ht advance lite. No additional information was provided.